Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not perform an analysis of the patient's ECG rhythm. The customer advised that the device advised shock and delivered the shock successfully. However, the device did not perform a subsequent ECG analysis. In this state defibrillation therapy would be delayed or unavailable if needed. Another device was readily available at the scene and was used. The customer advised that the device use did not have an adverse patient outcome or delay in treatment.

Manufacturer narrative:
Physio-control evaluated the customer's device and electronic records of the event and determined that what the customer observed is normal device operation, there was no device failure. The customer was expecting the device to perform an analysis after the first shock, however, the device is designed to not interrupt CPR while performing its analysis and therefore there are no verbal prompts indicting that analysis is being performed. The customer received a replacement device and the original device was archived by physio.

Event description:
The customer contacted physio-control to report that their device did not perform an analysis of the patient's ECG rhythm. The customer advised that the device advised shock and delivered the shock successfully. However, the device did not perform a subsequent ECG analysis. . In this state defibrillation therapy would be delayed or unavailable if needed. Another device was readily available at the scene and was used. The customer advised that the device use did not have an adverse patient outcome or delay in treatment.